Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced chronic urinary tract infection and chronic urinary frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced chronic urinary tract infection and chronic urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 10/10/2005 and a mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. On (B)(6) 2005 and in (B)(6) 2009 the patient underwent a mesh adjustment and mesh trimming on an unknown date. It was reported that the patient underwent a mesh explant on an unknown date due to pain, urinary incontinence, dyspareunia, urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06928. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.